Manufacturer narrative:
Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that patient received a alloclassic sl stem on (B)(6) 2006 and was revised on (B)(6) 2010 due to loosening. Review of received data revision report dated (B)(6) 2010: a (B)(6) male patient received a tha in 2006 and now is undergoing a revision due to loosening of the femoral component. Intraoperatively, surgeon found well fixed acetabular component but a loose stem. Despite the loose femoral componentn, it was necessary to open a window in the bone to extract the stem. Zrm stem was implanted, after zrm positioning, it has been noticed that the leg was 3 mm longer than expected. According to surgeon, this was determined to acceptable due to revision nature of the surgery. Bone damage was treated with bone graft. No other conspicuousness patient history: underwent to left knee total arthroplasty. Had five coronary stents. A (B)(6) patient is very active. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: line 6 : aseptic loosening due to insufficient secondary stability due to blasted surface structure: possible: neither x-rays, implantation report, nor devices or photos of the explanted implant(s) were received, cannot be excluded; line 7 : aseptic loosening, hac particles leading to third body wear due to insufficient secondary stability due to surface structure: possible: neither x-rays, implantation report, nor devices or photos of the explanted implant(s) were received, cannot be excluded; line 8 : aseptic loosening due to insufficient secondary stability due to surface structure: possible: neither x-rays, implantation report, nor devices or photos of the explanted implant(s) were received, cannot be excluded; line 9 : aseptic loosening (stress shielding) due to incorrect distribution of load due to design: not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary; line 10 : aseptic loosening (stress shielding) due to incorrect distribution of load due to design: not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary; line 22 : aseptic loosening (product with processing residuals leads to undesired tissue reaction due to auxiliary material residuals) due to wrong washing process: not possible: the material compatibility specification certify the suitability of the material and the documents of material for lot 2284890 indicate that was washed according to specification; line 29 : aseptic loosening due to wrong implantation: possible: neither x-rays, implantation report, nor devices or photos of the explanted implant(s) were received, cannot be excluded; line 39 : insufficient implant stability and aseptic loosening due to use of variall rasps instead of alloclassic rasps: possible: neither xrays, implantation report, nor devices or photos of the explanted implant(s) were received, cannot be excluded. Conclusion summary: it is possible that a combination of wrong implantation, high patient weight and wrong patient behaviour during rehabilitation led to the reported loosening. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It is reported, that a patient was implanted on (B)(6) 2006 an alloclassic sl offset stem (exact device information unknown). The hip side is not reported. It is also reported, that a revision surgery was performed on (B)(6) 2010 due to loosening.